Event description:
It was reported that the atrial lead exhibited oversensing which caused inappropriate mode switching. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information indicated that the lead continued to exhibit noise. The lead was reprogrammed and remained implanted. The patient was in stable condition.